Event description:
It was reported that following a software update to the client's paceart system, a duplicate entry for a diagnostic code was created which changed the diagnosis of patients. Troubleshooting removed the duplicate entry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku